Manufacturer narrative:
Additional device procode: hwc. Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a patient underwent a revision procedure due to a nonunion of a pertrochanteric fracture and a fractured long titanium trochanteric fixation nail (tfn) through the helical blade hole due to the nonunion. Broken implants were removed without event and the patient¿s fracture was treated with a 6 hole dhs plate 140 degree. Vivigen formable-15cc and norian drillable-5cc were used in the revision. It is unknown if there was a surgical delay. The patient developed an infection after initial surgery and required many ¿washouts¿ prior to the nonunion and nail failure. Patient's activity level was reported as ambulatory. Patient and surgery outcome were not reported. This report is for one (1) titanium trochanteric fixation nail (tfn). This is report 1 of 3 for (B)(4).